Event description:
It was reported that during a grade I-ii spondylolisthesis at l5/s1 it was noted that the 3-d head was loose. It was when the locking screw was finally tightened it was established that the 3-d head was loose. The head became detached from the screw and the locking cap was destroyed during an attempt to release it. The blue bug screw could not be tightened onto the other screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the material fulfills the guidelines and fully complies with the ao/asif specifications. Functionality of the individual set-screw cannot be determined without the complementary part. Furthermore, the contested screw was sent to the product development center for a more detailed investigation. It was not possible to determine what mechanical force lead to this damage; however, the following assumption of the possible cause of damage was made: screw head probably came off the screw because it was under substantial force and from beveling the head. Functionality of the individual set-screw cannot be determined without the complementary part. Device is not distributed in the united states, but is similar to device marketed in the USA.